Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: a livanova field service engineer (fse) was dispatched on site and found an error code onto unit display (e18, "patient circuit 1 pump is blocked (too slow)"), and pump bearings were found worn out. As troubleshooting, the pump was replaced. Device was tested and found to be aligned with all specifications. Unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler whose patient pump could not properly work. The event occurred during maintenance. There was no patient involvement.